Manufacturer narrative:
Medical devices continued: 6935m55 lead implanted: (B)(6) 2017; dtba1qq ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. There was high threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.